Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. Replace the power management pcb, the 9 v battery and o-ring according to manufacturer requirements and functional tested without any further issues or failures. All work was performed. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) unit had batteries not charging issue. There was no patient involvement reported.